Event description:
Problems with the medtronic insulin pump mmt-551 and continuous glucose monitoring system (cgms). On (B)(6) 2015 at 2:30 am, I woke up because my pump was vibrating with alarms. The cgms sensor had a bg score of 68 on the pump. I tested and retested on my bg meter with scores of 217 and 216. On (B)(6) at 4:30 am, I woke up because my pump was vibrating with alarms. This time my cgms sensor had a bg score of 68 on the pump. I tested on my bg meter with a score of 99. At 1:00 pm on the same day, (B)(6), my bg meter read a score of 57. The cgms sensor had a score of 116 with 2 arrows pointing down. The cgms sensor ws way too late to help me with my hypoglycemia. The earlier scores woke me up with false low readings so I got less sleep. But the actual 57 bg score with the meter still at 116 isa very big problem with my hypoglycemia. I reported the problem to medtronic and sent their bad sensor back so I no longer have the bad sensor. Having some of their bad sensors is not new to me. The company just replaces the bad sensor with a new sensor. But the problem I am reporting is to show that their product needs much better development for users and my problem with hypoglycemia. I suspect that medtronic shows much better results to the FDA than what my results show. I could have had pages of similar discrepancies between the cgms sensors and my bg meter. Some were told to medtronic's help line and many just thrown away. Medtronic now has a much greater tax savings and should put more money into developing a much better product to help me with my diabetes and hypoglycemia.